Event description:
The balloon was inserted as a replacement for another arrow balloon which was inserted and removed because of a leak. After the operation blood was noted in the gas supply tubing of the ballooon catheter. The balloon was removed and another balloon inserted.